Event description:
Customer reported that she positioned a female pt on the x-ray table. The customer was not aware, that the ruler of the lateral fold out cassette holder (foch) was upright and broken, so that this defective ruler resulted in a skin cut of the elderly pt. As a consequence, the pt needed medical treatment.

Manufacturer narrative:
The investigation is currently ongoing and conclusions will be sent in a follow up report. ((B)(4)).